Manufacturer narrative:
(B)(4). D10: unknown head; unknown cup; unknown stem. G2: australia. The product location is unknown currently; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately four months post implantation due to unknown reasons. During the procedure an unknown liner was revised. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3; b5; e1; g3; h2; h6. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately four months post implantation due to infection. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Product has not been returned. No product evaluation was completed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause of the reported event is not device related. Furthermore, during the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.